Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that device not working, not connected and patient has back pain. Patient's MRI was needed for back pain. No further patient symptoms or complications were reported in this event.